Manufacturer narrative:
H3/h6: one used device was returned for evaluation. The device was visually inspected and found the tubing was separated from the end cap downstream of the heat exchanger assembly. No other damages or anomalies were observed. The complaint of separation can be confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The customer was reported that the tubing was falling apart when the machine starts pulling fluid and torque was added to the lines. There was no patient involvement. Evaluation of the returned device was confirmed the separation of tubing. This lead the leak of fluid while in use.